Event description:
It was reported that the control box over heated but did not burn through. There were no injuries. The control box was deformed from heat. The power cord was in good condition. Showed no sign of heat. The circuit breakers did not trip and internal fuses did not blow.

Manufacturer narrative:
All 57 control boxes were replaced and the old units are being returned to noa as a preventive measure. This is not being considered a recall at this monument as noa is waiting on test results. We have (B)(4) of this serial number one days production. We do not know at this time if the control box is faulty. Full failure analysis of control box is beyond the capabilities of noa. Noa did perform a basic inspection. Mains cable and transformer were tested for dielectric break down. Fuses were checked. Toroid transformer was in perfect condition. Batteries for battery backup looked good. Problem with facility wiring was ruled out. Source of over heating was not identified. The control box was sent to the manufacturer, (B)(4), for failure analysis.